Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had inadvertently been put in the atrial port. The pocket was re-opened and the lead was placed in the header correctly. The device and lead remain in use. No patient complications have been reported as a result of this event.